Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2019, 2618 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of depression in 2015, insomnia in 2010 and follicular cyst of ovary, cystoscopy, loop electrosurgical excision procedure, adenoidectomy, tonsillectomy, radius fracture, low back pain, insomnia, dysfunctional uterine bleeding, migraine, circadian rhythm sleep disorder, myocardial infarction, morbid obesity (class iii obesity), hypertension, diabetes mellitus, non-smoker, anxiety and coughing (increase paroxetine to 30 mg daily). Previously administered products included: mirena, venlafaxine, tromethamine, bupropion, citalopram, metformin and depo provera. The patient had a family history of depression, diabetes mellitus, hypertension, morbid obesity and myocardial infarction. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2019, 2579 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic total hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Discrepancy noted: insertion date recorded in argus is (B)(6) 2011 and as per mr report (B)(6) 2011. Discrepancy noted: removal date recorded in argus is and as per mr report (B)(6) 2019. Urine pregnancy done: (B)(6) 2011. Notes :there was one trailing coil. The catheter was placed through the left tubal ostia with four trailing coils. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2019: tissue - resection/excision without tumor uterus and fallopian tubes, bilateral uterus with cervix and bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: the uterus weighs 226 grams. Cervix: benign squamous mucosa without high grade dysplasia or malignancy. Endometrium: benign secretory-phase endometrium without hyperplasia or atypia myometrium: adenomyosis is present. Serosa: without diagnostic abnormality benign fallopian tubes without diagnostic abnormality the right fallopian tube is otherwise intact 8.0 cm long, 1.4 cm in diameter with the left fallopian tube. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: mr received :reporters information, medical history, lab date, non drug treatment were added. Product start date stop date, event onset date and rcc was updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 35-year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2019, 2618 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.